Event description:
It was reported that five alerts were generated for ventricular tachycardia (vt) episodes. Recorded electrograms showed significant undersensing of atrial fibrillation (af) resulted in a fast ventricular response. The data was sent to the patient's following physician. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.